Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and the device displayed "self check failure-1001" message and it gave unrelaiable plateau pressure readings. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation. During investigation of the device to determine the root cause, the technician observed physical damages to the smart pneumatic module assembly consistant with mis-handling. The damaged parts were replaced and the device was recertified and returned to the customer. The device was recertified and returned to the customer.